Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 1.4, lab: approx 5. Date: (B)(6)2010, inratio: 3.7. Date: (B)(6)2010, inratio: 4.7 (re-test), lab: 6.8.

Manufacturer narrative:
Investigation pending.